Event description:
Surgeon indicated that the capital fragment moved and the staple backed out. A screw was put in after repositioning.

Manufacturer narrative:
Test results from the vendor were reviewed and results met specification. Staple was not returned for evaluation. A retrospective review of all reverto complaints was conducted to ensure accuracy of the MDR decision.